Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via phone call from a nurse at a hospital, that the insulin pump had multiple pump error alarms including unexpected restart. The blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarms occurred before and after a battery change and that the pump had alarms in the pump history. Nurse was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The nurse was also advised that the device would be replaced and to return the product for analysis.